Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the implantable transvenous defibrillation lead was dislodged due to twiddler's syndrome. A lead revision was scheduled at which time, the lead could not be repositioned. During this procedure, the setscrew on the implantable cardioverter defibrillator (ICD) was stripped. As a result, both the lead and device were replaced. No adverse patient effects were reported.